Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer loaded a new cartridge to address the issues. Customer's blood glucose level was 91 mg/dl.